Event description:
It was reported that the patient underwent a knee arthroplasty revision to address tibial loosening post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface left 10mm size 8-9 cd catalog #: 42512100510 lot #: 64379593, unknown persona femoral component catalog #: ni lot #: ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
D4 - attempts have been made to gather all product identification information and no further information has been provided. Visual inspection of pictures provided identified explanted devices with foreign debris on the surfaces and radiographic evaluation provided confirmed the aseptic tibial loosening reported. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.